Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on 09/04/2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) /2015. No additional patient or event information is available.